Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had cracks on the top right corner of the screen and at the bottom left side of the reservoir area. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.